Event description:
Pt total knee replacement on 1/4/99. Drain inserted to evacuate excess fluid. Hemovac drain removed by physician in pt's room. Upon inspection, noted that the drain was incomplete. Pt returned to surgery on 1/7/99 for removal of foreign body (piece of drain).